Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat menorrhagia, dysmenorrhea, an enlarged uterus with fibroids, stress urinary incontinence, and an abdominal wall mole. The patient underwent the concurrent procedures of a transvaginal hysterectomy and excision of abdominal mole during mesh implantation. It was reported that post implantation the patient experienced pain, infection, fistula, dyspareunia and urinary disturbances. (B)(4).

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2007 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.